Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened dome. The keypad connector was inspected and no anomalies noted. The insulin pump had minor scratches on the lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that her son's insulin pump could not prime the tubing due to an unresponsive action button. The mother stated that the button appeared to have a dent in it and may be pushed in too far. An incident a few days ago may have caused the damage. The patient's blood glucose at the time of incident was 215 mg/dl. During troubleshooting the mother stated that a little boy got a hold of the pump at the customer's school and messed around with it; the little boy may have damaged the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.